Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device external paddle assembly defective. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective paddle repl. Kit water resistant. Device is working fine as per manufacturer's specifications after replacement of defective paddle repl. Kit water resistant. The investigation concludes that no further action is required at this time.